Manufacturer narrative:
As reported, the balloon of a 5f mynx grip vascular closure device (vcd) would not deflate and had to be removed with the balloon partially inflated. There was no reported patient injury. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2431602 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon deflation difficulty" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event per the mynxgrip IFU, which is not intended as a mitigation, while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. As per step 3: remove device instructions, users are to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx grip vascular closure device (vcd) would not deflate and had to be removed with the balloon partially inflated. There was no reported patient injury. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.